Manufacturer narrative:
All of the buttons functioned properly. However, found corroded keypad trace and no button error alarms during testing. The device had cracked battery tube threads, broken belt clip slot, cracker reservoir tube lip, cracked near display window corners, cracked on the display window, and stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump alarmed button error while she trying to enter a bolus. None of the buttons are responding. Customer's blood glucose was 265 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.